Manufacturer narrative:
Device analysis: the mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed that the center slot of the carrier catch was bent inward. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for this event could not be determined. Additional information it was reported to boston scientific that the bent cage was solely why the product was deemed "defective."

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the product was "defective." The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is fine. The patient is reportedly not under 18 years of age. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the product was "defective." The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is fine. The patient is reportedly not under 18 years of age. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.